Manufacturer narrative:
Code c19 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel &surrounding vasculature, persistent false lumen flow, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an acute type b aortic dissection (ulp type) using a gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. On an unknown date, follow-up examination reportedly revealed a distal stent graft-induced new entry tear (d-sine) at the distal end of the gore® tag® device. On (B)(6) 2023, a reintervention was performed whereby an additional gore® tag® device was implanted to cover the dissected site. The patient tolerated the reintervention.